Event description:
It was reported that after the intra aortic balloon was inserted, a leak was detected and a decision was made to remove it. A second intra aortic balloon was inserted without any problems. There were no complications.